Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient had difficulty tolerating insufflation and as a result, the procedure was converted to an open approach. The customer reported that the insufflator was sending increased co2. The co2 flow rate was 20l, when the target was 5l. Anesthesia reported that the patient's end-tidal co2 was quickly rising and the patient's blood pressure dropped. The patient was in acidosis and unstable. The procedure was immediately stopped, insufflation was turned off, and the robot was undocked. The patient stabilized. All trocars were examined, and it was confirmed that they were not in the pre-peritoneal space. The procedure was converted to an open approach and was completed.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the insufflator to correct the issue. The fse then tested the system and verified that it was ready for use. Isi received the insufflator associated with this complaint for failure analysis evaluation. The insufflator was visually inspected and no issues were found to be related to the event. The unit was installed onto an in-house system, and it passed self-testing. The unit was able to detect valid and invalid tube sets when engaged. There was no gas leakage observed. Functional testing was performed on the unit, and it passed the occlusion detection test. The unit passed the insufflation and desufflation test for both standard and thoracic modes.